Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead dislodged, and was dangling in the right atrium, not attached. During the rv lead revision procedure, the lead could not be affixed to the atrium. The rv lead was explanted and replaced. Upon withdrawal of the rv lead, on visual inspection, the lead appeared to be fine and the tip moved freely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.